Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a shoulder surgery the distal tip broke off and could not be located in the drapes or waste. A xray was performed with the patient to exclude the fragment being retained. It was assumed that this had been aspirated into the suction jar. Per complaint reporter there was no harm for patient, operator or third party. No further information received.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle thus, breaking the needle.